Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, nausea and vomiting. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined as it was unknown if this serious injury was contributed by a leak from the cassette during pd therapy or caused by the patient¿s preexisting uti. Due to the presentation of no growth in the peritoneal effluent fluid cultures, it is unknown if the infectious pathogen was device-borne or intrinsically from the patient. However, in the environment of a preexisting infection of the genitourinary tract, the patient¿s peritonitis was more than likely caused by the uti. It is well-known infections of the peritoneum may be contributed by intra-abdominal sources, particularly those with an active bacterial infection. In the absence of a confirmed cause of the peritonitis from a medical professional, the liberty cycler set cannot be excluded as potential sources or contributors to this patient¿s adverse event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain, nausea, vomiting, cloudy peritoneal effluent fluid and an occluded pd catheter (not a fresenius product) due to fibrin. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell (wbc) count of 1431/mm3. The patient was not hospitalized and prescribed intraperitoneal ceftazidime at 1000 mg every day for two weeks. The cause of the patient¿s peritonitis remains unknown as the outpatient clinic is uncertain if this infection was caused by previously reported leak that occurred with the patient's cycler and cycler set (see mfrs c-835457-mw-552429 and c-835457-mw-552430) or a simultaneous urinary tract infection (uti) that was unrelated to pd therapy and occurred prior to the peritonitis. It could not be confirmed if this event was caused or contributed by a deficiency or malfunction of the liberty select cycler or the liberty cycler set. The patient is recovering from this event and has remained asymptomatic since the start of antibiotic therapy. The patient continues pd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain, nausea, vomiting, cloudy peritoneal effluent fluid and an occluded pd catheter (not a fresenius product) due to fibrin. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell (wbc) count of 1431/mm3. The patient was not hospitalized and prescribed intraperitoneal ceftazidime at 1000 mg every day for two weeks. The cause of the patient¿s peritonitis remains unknown as the outpatient clinic is uncertain if this infection was caused by previously reported leak that occurred with the patient's cycler and cycler set (see mfrs c-835457-mw-552429 and c-835457-mw-552430) or a simultaneous urinary tract infection (uti) that was unrelated to pd therapy and occurred prior to the peritonitis. It could not be confirmed if this event was caused or contributed by a deficiency or malfunction of the liberty select cycler or the liberty cycler set. The patient is recovering from this event and has remained asymptomatic since the start of antibiotic therapy. The patient continues pd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
Correction: a2.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain, nausea, vomiting, cloudy peritoneal effluent fluid and an occluded pd catheter (not a fresenius product) due to fibrin. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell (wbc) count of 1431/mm3. The patient was not hospitalized and prescribed intraperitoneal ceftazidime at 1000 mg every day for two weeks. The cause of the patient¿s peritonitis remains unknown as the outpatient clinic is uncertain if this infection was caused by previously reported leak that occurred with the patient's cycler and cycler set (see mfrs (B)(4) and (B)(4)) or a simultaneous urinary tract infection (uti) that was unrelated to pd therapy and occurred prior to the peritonitis. It could not be confirmed if this event was caused or contributed by a deficiency or malfunction of the liberty select cycler or the liberty cycler set. The patient is recovering from this event and has remained asymptomatic since the start of antibiotic therapy. The patient continues pd therapy on a newly received liberty select cycler at home following this event.